Event description:
The caller reported that her pt has an 8dfen whose cuff will not stay inflated. The caller does not know the exact position of the leak, but thinks it may be related to the pilot balloon. The pt normally receives one trach per month. The current trach was in use for 20 days and was changed out today with another 8dfen. The recannulation was required because of the leak. Cuffs are pretested, and the pt is on a ventilator. The tube was discarded and the lot number is unk.

Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.